Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 12463246, 736708-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and adenomyosis. Concurrent conditions included obesity, abdominal pain lower, itching, rash, oligomenorrhea, menstruation irregular, leiomyoma nos and uterine fibroids. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia0") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased and vulvovaginal pain outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: as per discrepancy date of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result - bilateral occlusion of the fallopian tubes by essure micro-inserts. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal hemorrhage, menorrhagia, weight increased. Lot number 736708 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 12463246, 736708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and adenomyosis. Concurrent conditions included obesity, abdominal pain lower, itching, rash, oligomenorrhea, menstruation irregular, leiomyoma and uterine fibroids. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased and vulvovaginal pain outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: as per discrepancy date of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result - bilateral occlusion of the fallopian tubes by essure micro-inserts. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal hemorrhage, menorrhagia, weight increased. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs& mr received reporter information, lot no was added. Event injury nos replaced by new event added pelvic pain female, genital bleeding, vaginal hemorrhage, menorrhagia, weight gain, vaginal pain. Severity added pelvic pain, vaginal pain. Concomitant drugs and medical history was added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.